Event description:
It was reported that the customer visited the emergency room with a blood glucose level below 63 mg/dl. Reportedly, the customer pass out and hit their head. The customer received intravenous fluids as treatment, which successfully resolved the issue. There was no permanent damage identified, and the customer was released from the ER on (B)(6) 2025 .